Event description:
Boston scientific received information that this noise and decreased pacing impedance measurements were observed on the right ventricular (rv) channel of this system. A review of the remote monitoring data confirmed the lead safety switch (lss) had been triggered due to an impedance measurement less than 200 ohms. It was reported that the patient had been hit in the head with the hood of a tractor and it may be possible that something happened to the rv lead when the patient experienced the trauma. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant documented the clinical observations with the discussed additional testing and troubleshooting that could be performed. The patient is not pacemaker dependent and only paces about seven percent in the rv. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--

Manufacturer narrative:
(B)(4). Additional information was received confirming that the patient was brought back into the clinical for additional testing and an x-ray showed the setscrews were firmly in the device header and no other issue could be seen. After returning the lead to its bipolar configuration the issue seems to be resolved and the impedance went back to the normal range of around 500 ohms. No other adverse events have been reported. This product issue will be updated if additional information is received.